Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be further presumed from the data acquired for this investigation. It was not possible to reproduce the event, for the subject device was not sent to olympus. Since the subject device was not sent to olympus, its inspection result was unavailable, and testing for potential reproduction of the suggested phenomenon was not possible. There was no information provided that would determine that the event was due to misuse by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope presented with difficulty movie through the biopsy port. There were no reports of patient harm associated with this event.